Manufacturer narrative:
The device was returned to our us facility on february 25, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
It is unknown if the product will be returned for evaluation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4). Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the coagulating and dissecting electrode has insulation problems. There is no information that the event caused a harm or serious injury to patient, user or third. Cross reference medwatch 9610617-2025-00236. Cross reference medwatch 9610617-2025-00240.

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per inventigation by the manufacturing site: the insulation is damaged/broken in two places on the distal side, in the area of the hook. This can happen, for example, if the insulation is already damaged. However, care must also be taken when using other instruments to ensure that the insulation is not damaged. This event is filed under internal complaint ID (B)(4).